Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2020-02548. Related manufacturer reference number: 1627487-2020-02549. Related manufacturer reference number: 1627487-2020-02550. Related manufacturer reference number: 1627487-2020-02566. It was reported that the patient's system was explanted on an unknown date in 2016 due to uncomfortable stimulation in the patient's feet.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date received by manufacturer should have been 22 april 2020 rather than 18 february 2020.